Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery (sfa). The lesion was not pre-dilated. This 5x82x120 epic vascular stent was selected for treatment. It was "very hard" to advance the stent delivery system across the lesion. Upon stent deployment, it was noted that struts on the proximal end of the stent were enlarged causing the fully deployed stent to be approximately 2cm in length. Fluoroscopy was performed which confirmed that the stent was well positioned and well apposed. The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).